Event description:
Sorin group italia received report of an alleged problem at the heat exchanger of an inspire 7f oxygenator during surgery of a 60 kg patient. It was reported that: - surgeon was originally performing a mini mitral which turned into a full sternotomy due to flow issues. - had restricted flows of 2.3l on peripheral bypass. - significant atheroma on descending aorta. Repositioned cannula and checked for kinks and confirmed there was none. - pressure limits were increased to 360 in an attempt to increase flows. Decided to convert to sternotomy and central cannulation. No issues with central cannulation or line pressures. - cooled to 35 degrees but patient nasal temperature continued to drop as did arterial and venous. Increased heater cooler (hcu40 which is a non livanova device) to 38 degrees to try and warm. Patient temperature continued to drop, so changed heater coolers but were still unable to rewarm efficiently but together with bair huggers blankets were able to rewarm slowly with temperature now set to 39. It was concluded that it was an issue with the oxygenator heat exchanger. Oxygenation and gas exchange were normal. Came off bypass at 35 degrees celsius. Flushed oxy and noted the black foam looking material off internal core of heat exchanging interface. Nothing came out when it was flushed. Black foamy mass remains visible in the device after flushing. The issue resulted in increase of 20-30 minutes to bypass time. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided d.4. The inspire 7f m oxygenator is a non-sterile device assembled into a sterile convenience pack that is not distributed in the USA. The catalogue and lot number of the sterile convenience pack were not provided. Therefore, also the expiration date of the sterile finished product into which the oxygenator was assembled is unknown. As the sterile convenience pack is not distributed in USA, the UDI number is not applicable. G.5. The complained inspire 7f oxygenator is a non-sterile component assembled into a convenience pack that is not distributed in the USA. The stand-alone oxygenator (catalog number 050730) is registered in the USA (510(k) number: k200683). H.4. The catalogue and lot number of the sterile convenience pack were not provided. Therefore, also the device manufacture date of the sterile finished product into which the oxygenator was assembled is unknown. H.11. Livanova manufactures the inspire oxygenator a video was provided showing the black foamy mass in the oxygenator. The device has been requested for investigation. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
H11. From follow-up communication, livanova learnt that heater cooler (non livanova device) in use was reported to be maintained according to manufacturer IFU, and no deviation or black matter was found after the reported event. A review of product DHR confirmed that lot of capillaries for the heat exchanger fibers was manufactured from external supplier and no deviations relevant to the issue were identified in manufacturing records. Product analysis at manufacturer site revealed that device was rinsed and empty in the blood compartment, while black matter was found on part of the fibers in the heat exchanger compartment. A sample of material was collected and tested with fourier-transform infrared spectroscopy, and identified a partial match (51%) with carbon disulfide; no blood residues identified. The device was then tested to verify integrity of the heat exchange fibers: no leakage was noticed inside the blood compartment, confirming no fiber deviation. Therefore, based on product investigation, no blood clotting accumulated in the heat exchanger of the oxygenator. Considering all the above facts, the root cause of reported event is due to black matter occluding the oxygenator heat exchanger fibers. However, such matter presence cannot be due to device related factors. Most likely, dirt/deposits present in heater cooler tanks and tubings accumulated onto the fibers of the oxygenator, blocking the water flow and thermal exchange. Also, it cannot be ruled out that particles accumulated throughout the whole procedure were not present anymore during flushing of the device at the end of the case and during the subsequent inspections carried out by the customer. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.